Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak between the locking titanium adapter and the minicap transfer set. This event occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.